Event description:
It was reported that, after a tka surgery had been performed 3 years ago, the patient presented a suspected infection. A revision surgery was performed to washout the articulation and exchange the liner. The patient current status is unknown.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms based on the information provided, the root cause of the revision was reportedly a suspected infection, although the root cause of the infection remains unknown case (B)(4). The root cause of the difficult insert implantation could not be determined based on the limited information provided; however, the same ¿anteriorly-proud¿ component was reportedly implanted as no backup was available and the ¿surgeon was confident the insert securely locked¿ into the baseplate case (B)(4). The patient impact beyond the reported infection with subsequent revision case (B)(4). Surgical extension, and the proudly- seated insert could not be definitively determined, although this may present a higher risk for possible premature surgical intervention (case-2020-00021043), especially in the presence of an already compromised joint. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.